Manufacturer narrative:
An RMA has been issued requesting to have the isi monopolar curved scissors returned. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the monopolar curved scissors (mcs) were being used to cut some peritoneal tissue but the blades shredded the tissue instead. The tissue was described as being flimsy, but there was a small amount of bleeding that occurred. The bleeding caused a lack of visualization, which resulted in a minor procedure delay, but was resolved using quikclot and holding some pressure. Another mcs was obtained and a similar issue occurred; the tissue was shredded. A third mcs was obtained and cut the remaining peritoneal tissue as expected. The case was completed robotically and the patient had no postoperative complications. Refer to medwatch report (MDR) with patient identifier #(B)(6) for additional information regarding the initial mcs shredding tissue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument to perform failure analysis (fa), and fa found blade damage. Both of the blade edges were indented, which prevented the blades from closing.